Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and vomiting. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hourly, ongoing) and ceftazidime (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from cloudy pd effluent and was recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5:on an unknown date, the patient recovered from abdominal pain and vomiting. Should additional relevant information become available, a supplemental report will be submitted.